Event description:
It was reported during a ptca/stent procedure following successful stent development, significant resistance was encountered upon removal. The delivery system was removed with force. At this time it was noted the stent had moved form the original implantation site. No patient injury was reported. No further information was provided.